Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation. The pt tried adding and decreasing space, but the charging system was unable to communicate with the ipg. A replacement charging system was sent to the pt. The sjm rep met with the pt and confirmed the ipg was nonresponsive. It was reported the physician may undertake surgical intervention to replace the ipg at a future date.